Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implantable infusion pump. Patient history included cerebral palsy and intractable spasticity. On (B)(6) 2015, the patient was sent to the children's hospital due to swelling in the pump pocket that began approximately 24 hours prior. The swelling was noticed by the patient's parents. No other symptoms were reported. No diagnostics were performed. The patient was taken to the operating room (or) late on the evening of (B)(6) 2015 and the pump and catheter connector were replaced. A new sutureless connector was applied to the existing catheter. There was a possible partial side wall tear in the connector. The issue was resolved. Patient status at the time of the report was alive with no injury. Additional information was later received. The pump delivered lioresal 2000mcg/ml at a rate of 600mcg/day. Additional patient medications included diazepam, zantac, albuterol prn, and masanti. Patient's pertinent medical history was cerebral palsy and scoliosis. The patient had fluid around the pump which appeared to be from a break in the seal of the connecting segment of the catheter near the pump. The pump seemed to be functioning but was replaced as it was near end of service. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.